Event description:
It was reported that the customer's blood glucose reading was 300 mg/dl while the customer's sensor glucose reading was 100 mg/dl. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of two sensors failed for low readings one remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.